Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, psychological trauma and abdominal pain outcome was unknown. The reporter considered abdominal pain, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for events ¿abdominal pain, psych injury, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received- event injury updated to pelvic pain. New events abdominal pain, psych injury were added. Patient information, new reporter and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and headache. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy") and seizure ("seizure"). The patient was treated with surgery (salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, psychological trauma, abdominal pain and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, pelvic pain, psychological trauma and seizure to be related to essure (ess205). The reporter commented: patient received treatment for events ¿abdominal pain, psych injury, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and headache. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy") and seizure ("seizure"). The patient was treated with surgery (salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, psychological trauma, abdominal pain and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, pelvic pain, psychological trauma and seizure to be related to essure (ess205). The reporter commented: patient received treatment for events ¿abdominal pain, psych injury, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: pfs received- new event nickel allergy and seizures were added. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.